Event description:
It was reported that "revision is scheduled for 2009. Revising due to unexplained joint line pain."

Manufacturer narrative:
Additional information has been requested, and if available, it will be submitted in the supplemental report.